Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Part of the product was broken.

Manufacturer narrative:
(B)(4). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. DHR review/ complaints database search cannot be completed as the product is manufactured by an external supplier, and there is no serial number available. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.